Event description:
Reporter states customer reportedly received results of 472 mg/dl and 214 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.